Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit made a loud beeping noise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: aquiring more information on the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d9, h3 additional information: e1 (event site email; (B)(6)) a getinge field service engineer (fse) was dispatched to investigate the issue. Biomed stated he thought it was intermittent, because he tried multiple times, and the problem sometimes showed, but would also power up fine sometimes. Fse was able to verify the issue, it was intermittent. Found faults 118, 111, and 112 in the logs. Replaced the executive processor board and front end boards.. Calibrated machine and turned on and off several times and the issue did not occur. Ran the machine for 48 hours with no alarms. Machine was turned on and off multiple times again, and the issue happened again. Then replaced the top level display/assembly. The issue could not duplicate after this. Machine passes all tests and checks. Returned to the customer for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿executive processor board and front end boards and top level display/assembly¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was discarded, cannot be returned due to customer policy, etc.